Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm3) was returned for failure analysis, and the reported error was confirmed and replicated. In system logs, error 32056 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where automatic gain control (agc) current was found to be failing on the 0x2 axis. Once testing was completed, the yaw searchlight flat flex cable (ffc) was verified to be the source of the fault. The probable root cause is attributed to the yaw searchlight ffc in the usm. This issue can be resolved by having the fse replace the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system before surgical ports placement, the customer contacted tech support engineer (tse) while setting up for a procedure to report that error 32056 had occurred, indicating an issue with universal surgical manipulator (usm3). Before calling, the customer had cycled the circuit breakers and restarted the system, but the error persisted. Tse guided the customer through a hard power cycle, which also did not resolve the issue. As a result, the customer planned to use the affected system for a different procedure requiring only three arms. The customer later called back with questions about options when a usm is disabled, and the tse explained that the walk-through automated process would not function at that stage. The original procedure was aborted to another da vinci system, and no patient involvement was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm3) due to error 32056. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm3 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The probable root cause of error 32056 points to axes controller, arm (aca) in usm3 failed to initialize.